Manufacturer narrative:
Date sent to the FDA: 01/11/2021. A manufacturing record evaluation was performed for the finished device ph2318 and no non conformances/ manufacturing irregularities related to the malfunction were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle piece removed from the patient during the same procedure? Yes. Please clarify, how many suture/needle pull offs occurred during suturing on this one patient during this single surgical procedure? Was a suture needle pull off occurred with all 13 devices during this single surgery? The 13 devices are not used. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No. Device return status/follow up? Sent. The following information was requested, but unavailable: procedure and event date? What is the condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 01/11/2021. Corrected b5 narrative: it was reported that a patient underwent an unknown ob-gyn procedure in 2020 and suture was used on subcutaneous layer. During the procedure, the breakpoint in the junction between needle and suture occurred. There were no adverse patient consequences reported. Another like suture was used to complete the procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/27/2021. Investigation summary - it was received for evaluation thirteen unopened samples of product code vcp496h, lot ph2318. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle piece removed from the patient during the same procedure? Yes. Procedure and event date? Didn¿t know. What is the condition of the patient? Please clarify, how many suture/needle pull offs occurred during suturing on this one patient during this single surgical procedure? This single surgery used one device. But this lot of vcp496h had occurred many product compliant before, so they report this 13 devices to this situation. Was a suture needle pull off occurred with all 13 devices during this single surgery?=> no. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No.

Event description:
It was reported that a patient underwent an ob-gyn procedure in 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.